Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test, valve actuation test, teach pump test, and a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were no visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during fill 1 of 4 of treatment. The patient reported earlier in treatment that the cycler alarmed with an air detected in cassette message multiple times. The patient found the fluid leak and pushed the pin into the patient line (pl) causing the cycler to alarm with a pl is blocked message. It is unknown at which point in therapy the leak may have begun. The patient confirmed that fluid came into contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. However, the patient did not complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the day of the event or in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during fill 1 of 4 of treatment. The patient reported earlier in treatment that the cycler alarmed with an air detected in cassette message multiple times. The patient found the fluid leak and pushed the pin into the patient line (pl) causing the cycler to alarm with a pl is blocked message. It is unknown at which point in therapy the leak may have begun. The patient confirmed that fluid came into contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. However, the patient did not complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the day of the event or in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.